Event description:
It was reported that the insulin pump alarmed failed battery test. The customer did not know the blood glucose reading. He stated that he did not have any new batteries to proceed with the troubleshoot process. He advised that he would call back to continue with troubleshooting when he obtained new batteries. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.